Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they call, they were admitted into hospital due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer provides symptoms such as headache regarding high blood glucose. The customer was treated with insulin intravenous drip. The customer was mentioned insulin pump had motor error. Customer declined to troubleshooting for hyperglycemia and motor error. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).